Event description:
The device was implanted in 2005. A follow up was performed in 2006; the device was found in standby mode, i.e. In a safety vvi mode. It was re-initialized without any difficulties. Analysis of the memory data revealed the device switched to standby mode approximately about one week prior to follow up, which resulted from alteration of some data within the ram memory; the affected zone was used for the downloaded aaisafer software. Because device re-initialization restored a normal behavior (the assisafer software is re downloaded into device memory during the re-initialization procedure), the device was kept implanted. The hypothesis was a transient software error ("single event upset", or "bit-flip"), which should never recur. A new follow up was performed about 3 months later and an unexplained behavior was observed. ECG strip, device programming and aida printouts were sent for analysis. Because of the absence of markers, the ECG strip could not be interpreted with certainty; however, aida printouts revealed a device behavior, similar to that on the ECG strip; a ventricular paced event not preceded by any atrial event; this was observed in the following stored tachy episodes: ventricular runs stored on 10 april at 18:29; ventricular runs on 8 may at 00:00; atrial runs on 6 june at 17:33; such a behavior was reproduced in our in-house laboratory, by modifying some memory data within the downloaded aaisafer software. Because this aalsafer software was downloaded during the previous follow up through the programmer after the switch to standby mode, it means a (new) alteration occurred between follow up in 2006 and about a month later (date of occurrence of the 1st identified episode), ie., within less than one month. Based on this new analysis, a component failure is suspected. Therefore, device explanation should be evaluated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states.